Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2016. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) toned an audible alert. An interrogation of the device showed noise on the right ventricular (rv) lead. It was found that the set screw holding down the rv lead was loose. The rv lead was reinserted into the device header and remains in use with the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.